Manufacturer narrative:
(B)(4). Devices not received, log review only. The customer has requested an event log review. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported lipids were intended to be programmed at 13.3 ml/hr over 12 hours. The infusion was started on (B)(6) 2013 at 2145 and the infusion was found completed in less than 4 hours at 0130 on (B)(6) 2013. Tubing was discarded. Event log review was requested to check programming. There was no patient harm or medical intervention. Customer states no further patient/event information is available.